Manufacturer narrative:
The customer¿s report that the medication infused faster than expected was not confirmed. Physical inspection showed no related anomalies. Analysis of the pcu log shows that on 11jan2019 at 11:56 am the pump module was programmed to infuse nitroglycerin 25mg/250ml at 10 mcg/min (6ml/hr) with a vtbi of 200ml. The dose and rate were titrated during the infusion. On 15jan2019 at 3:19 pm, the dose was lowered to 5 mcg/min (3ml/hr). This rate continued into 17jan2019. At 12:30 am on 17jan2019 a remote IV request was received with the same settings for nitroglycerin that were previously infusing. The vtbi was changed to 200ml. The pump module was paused at 1:23 am then set for a 30-minute delay. Five minutes later it was channeled off and the pcu was powered down. The primary volume infused was 712.694ml over approximately 6 days. There were multiple alarms for patient side occlusion during this time period. During functional testing the device was operating within specification. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that medication infused faster than expected. Although requested there was no further information received. Received a medwatch from the customer which stated, "patient began reporting feeling clammy, sweaty, and confused with return to baseline mentation. Patient reporting vision changes, including blurry vision, along with a left sided headache. Rapid response nurse noted bubbling in nitroglycerin bottle infusing. The nurse verified nitroglycerin was new and had been bubbling and emptying into the drip chamber at fast rate. The nitroglycerin bottle had been recently hung. (Script is not legible on attachment) response nurse. Pump was immediately turned off, taken out of service and tagged for repair. Pump appeared to be malfunctioning and delivering high volume of fluid into patient instead of infusing at set prescribed rate. Med had been scanned according to new process, including scanning patient, med, and pump and verified on "brain" of pump. Change was made on vtbi from 250ml to 200ml so bottle would not run dry. No other changes made and drip continued at same rate it had been at for over 24 hours.

Event description:
Received a medwatch from the customer which stated, "patient began reporting feeling clammy, sweaty , and confused with return to baseline mentation. Patient reporting vision changes, including blurry vision, along with a left sided headache. Rapid response nurse noted bubbling in nitroglycerin bottle infusing. The nurse verified nitroglycerin was new and had been bubbling and emptying into the drip chamber at fast rate. The nitroglycerin bottle had been recently hung. (Script is not legible on attachment) response nurse. Pump was immediately turned off, taken out of service and tagged for repair. Pump appeared to be malfunctioning and delivering high volume of fluid into patient instead of infusing at set prescribed rate. Med had been scanned according to new process, including scanning patient, med, and pump and verified on "brain" of pump. Change was made on vtbi from 250ml to 200ml, so bottle would not run dry. No other changes made and drip continued at same rate it had been at for over 24 hours.

Manufacturer narrative:
Additional medwatch information provided: mw5083263.

Manufacturer narrative:
There is no regulatory agency ref. Number associated with the voluntary medwatch that was provided to us by the customer; bd has not received a copy from FDA. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Not hispanic/latino, white. Although requested, patient initials not provided.

Event description:
The customer reported that medication infused faster than expected. Although requested there was no further information received. Received a medwatch from the customer which stated: patient began reporting feeling clammy, sweaty, and confused with return to baseline mentation. Patient reporting vision changes, including blurry vision, along with a left sided headache. Rapid response nurse noted bubbling in nitroglycerin bottle infusing. The nurse verified nitroglycerin was new and had been bubbling and emptying into the drip chamber at fast rate. The nitroglycerin bottle had been recently hung. (Script is not legible) response nurse. Pump was immediately turned off, taken out of service and tagged for repair. Pump appeared to be malfunctioning and delivering high volume of fluid into patient instead of infusing at set prescribed rate. Med had been scanned according to new process, including scanning patient, med, and pump and verified on "brain" of pump. Change was made on vtbi from 250ml to 200ml so bottle would not run dry. No other changes made and drip continued at same rate it had been at for over 24 hours.